Event description:
It was reported that the trigger of the system 7 high speed precision saw got stuck. The user facility was not able to provide any further information regarding the reported event. The device was then returned to stryker instruments for service, and during functional evaluation it was noted that there was a sticky substance on the trigger and front plate.

Manufacturer narrative:
The original reported event, trigger gets stuck, was duplicated. During the inspection a sticky substance on the trigger and front plate was observed. The trigger assembly and e-box were replaced due to corrosion. These failures likely caused or contributed to the reported event. The reported event is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. Corrosion or a substance inside, on, or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the trigger of the system 7 high speed precision saw got stuck. The user facility was not able to provide any further information regarding the reported event. The device was then returned to stryker instruments for service, and during functional evaluation it was noted that there was a sticky substance on the trigger and front plate.